Manufacturer narrative:
The second multi-link rx vision coronary stent system is being filed under the same MFR number. Results and conclusion summation: product performance engineering reviewed the incident info. Dissection is a known outcome of coronary stenting procedures, and is listed as a potential adverse event in both the rx vision instructions for use. In this case, it was not reported which device contributed to the dissection. Furthermore, it is not known how the failure to cross of the two rx vision's may have contributed to the dissection. However, in this case, a conclusive root cause cannot be determined for the reported pt effect and the relationship, if any to the vision sds's.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: failure to cross. It was reported that the 3.0 x 12 mm rx vision and the 3.0 x 8mm rx vision would not cross the lesion; however, a shorter 2.75 mini vision did cross. Additionally, a distal dissection was observed during the procedure which required treatment with a balloon; however, it is not clear as to when it may have occurred. No pt effects were reported. No additional event or pt info is available.